Manufacturer narrative:
The keyboard was returned to the manufacturer for analysis. The keyboard was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
A medtronic representative inspected the imaging system on-site. The system keyboard was replaced and the issue was resolved. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service. The suspect key board has not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that when setting up for a spinal fusion case, water spilled on the keyboard and the system would no longer boot up. The patient was not present when this occurred, and there was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.